Manufacturer narrative:
On 27-sept-2016 an fse was dispatched to the customer site to address the reported event. The fse discovered the wash supply line was disconnected at the t junction between the bottle and the wash syringe. The fse reattached the wash supply line and primed the wash with no errors detected. The fse ran background check and ran qc all passed. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the wash supply tubing disconnected between bottle and t junction. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported wash probe suction error on probe #1 and #2 with the aia-900 analyzer. The customer reports tried troubleshooting by cleaning the wash probe and checked the tips and primed several times, however, the error persists. The customer is unable to run lhii and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.